Event description:
250 ml bag of lipids was hung at 2230 at rate of 10.4 ml/hr. The bag should have taken 24 hr. To infuse. The rn found the bag empty at 1430 next day (16 hours vs. 24). No harm to the patient.